Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: scrub tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a phone report from a scrub technician indicating that a physician experienced difficulty during deployment of an angio-seal device. The device was advanced through the sheath and clicked into place. However, when attempting to retract the cap into the locked position, the cap would not move. After several attempts, the cap snapped back into position. The device was then removed in the standard manner, and the tamper tube was advanced with a normal deployment. No bleeding or hematoma was observed. The procedure was performed for a non-st elevation myocardial infarction (nstemi). The patient remained stable, and no blood loss was reported. No concomitant medical products were used with the involved device. Additional information received on 29 aug 2025: a 6 french sheath was used. A pre-deployment angiogram was performed, and no issues were reported with vascular access. The angio-seal device ultimately deployed successfully, and the patient was discharged.